Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic roux en y gastrectomy. While trying to fire over the lesser curvature of the stomach, they placed the distal tip of the reload over the stomach itself to fire. Reportedly the surgeon closed the stomach in the distal tip, which stopped it from closing all the way. The instrument could not be fired. All of the indicator lights were solid and the five white lights were solid. The case was completed successfully using a new reload. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and its photographs. The reload was pre-fired and engaged in interlock. Visual analysis of the photographs noted there were no staples protruding from the staple cartridge. The jaws were open. Photos also showed a side view and a top-down view of the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.